Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to remove the cartridge from the pump, deliver a 9-unit bolus, and successfully reloaded the original cartridge to resume insulin therapy, resolving the issue.